Event description:
During a procedure in the heart room in the operating suite, the number two surgery light failed. When the maintenance technician pulled fuse f2, the number one surgery light went off. Inspection after the procedure, showed wires 33/42 were on f2 instead of f1, and 68/69 were on f1 instead of f2. Inspection of other surgery lights which were made by the MFR in the operating suite, showed 7 of the 10 controls to be miswired. MFR's technical support was notified 3/10/95 when 3 of 5 controls were found to be miswired, and again on 3/13/95 at the final count of 7.